Event description:
Gastric pacemaker not working needs a new battery. Is this conditional? She is having a MRI but we had to reschedule. Patient needs an MRI of the spine and will be having the battery explanted; battery is 9 years old and may be at end of life.